Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the right atrial (ra) lead exhibited noise. No programming changes were made. No patient consequences reported.